Event description:
On (B)(6) 2015 patient had peripheral intervention to right lower extremity including pta and stent of right popliteal and pta of right anterior tibial. On (B)(6) 2015 patient was brought back for outpatient angiography and intervention of right lower extremity. Detected and removed portion of balloon from procedure on (B)(6) 2015. This was an amphirion deep tapered balloon 3.0/3.5 mm x 210mm-150mm. Lot number 208713237. Exp 09/30/2017. Entire balloon retrieved. Medtronic/ev3 rep notified.